Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system; non-dehp continu-flo solution set leaked from the lower y-site. The event occurred during an unspecified chemotherapy infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.